Event description:
It was reported that in 2003, a wallstent was implanted for treatment of cancer that was creating a stenosis in the sigmoid colon. Sixteen days later, the doctor performed an operation for treatment of peritonitis caused by perforation of the bowel by the ends of the wallstent.